Event description:
It was reported that the clip slipped when loading for vessel ligation.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a clip partially loaded incorrectly into the jaws of the applier. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly into the jaws of the applier as the clip was already closed. At this time, it was observed that the device jammed. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. Several components of the device were damaged due to the clip stacking. The yoke was broken at the pin position, the proximal end of the bridge was bent and the tab on the proximal end of the feeder was bent. The sample was received with 6 clips remaining, including the partially loaded clip indicating that 9 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One sample was returned with a clip partially loaded incorrectly into the jaws of the applier. The sample was received with 6 clips remaining, including the partially loaded clip indicating that 9 clips were fired by the end user. Upon functional inspection, the next clip was unable to load properly into the jaws of the applier as the clip was already closed. At this time, it was observed that the device jammed. It was found that the clips were out of position and stacking on one another. Several components of the device were damaged due to the clip stacking. The yoke was broken at the pin position, the proximal end of the bridge was bent and the tab on the proximal end of the feeder was bent. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800730 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip slipped when loading for vessel ligation.